Manufacturer narrative:
According to the customer, the handle on the work element is bent, which means the hf sling cannot be moved all the way to the end. The operation could not be completed. The working element active bipo 0/12/30° batch 1486210 was inspected by our specialist department and it was found that the arms are severely bent, meaning that the full stroke of the working element is no longer available. The cause is due to severe mechanical overload. In our view, the operating instructions ga-d342 (in chapters 7, 8 and 9) contain sufficient information for the visual and functional check. The operating instructions refer to the checks to be performed at several points. In the risk assessment b6 r02, possible risks were considered with the corresponding extent of damage and the assumed probability of occurrence and assessed as an acceptable risk. This assessment remains valid even in the light of the current case. Both the production records and the complaints database for the work item have been checked. The records do not indicate any production or batch defects.

Event description:
The customer stated that the handle on the work piece is bent, preventing the hf loop from being moved all the way to the end. The surgery could not be completed. The user did not provide any information regarding the patient's condition.